Event description:
Doctor reported a patient swallowed the cantilever herbst mechanism while attempting to remove the product. Heimlich was performed on the patient and the patient was then directed to visit the emergency room where an x-ray was conducted. The mechanism was found to be in the intestine and it was recommended the patient monitor the passing of the component, as it should pass naturally. To date, the patient is doing fine.

Event description:
Doctor reported a patient swallowed the cantilever herbst mechanism while attempting to remove the product. Heimlich was performed on the patient and the patient was then directed to visit the emergency room where an x-ray was conducted. The mechanism was found to be in the intestine and it was recommended the patient monitor the passing of the component, as it should pass naturally. To date, the patient is doing fine.